Manufacturer narrative:
Plant investigation: the complaint sample is not available for manufacturer physical evaluation and the lot number of product involved is unknown. No system shipping search could be performed for the lots delivered to the patient since there is no patient number reported or additional information for the search. Consequently no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information from the patient is available for the identified of the possible involved lots in sap. Since the complaint sample is not available for evaluation neither photos or videos were provided for evaluation and device history review (DHR) review was not performed since the lot number is unknown and no information was found on the system, the alleged event could not be confirmed. At this time, no sample has been provided.

Event description:
A nurse reported that a peritoneal dialysis (pd) patient went to the dialysis clinic with symptoms of peritonitis (unspecified). The patient voiced complaints about the new liberty cycler set tubing length being shorter. Patient was unable to reach the bathroom during treatment causing the patient to have to disconnect to use the toilet. Additional information was obtained through follow-up with the clinical manager (cm). The patient reported having peritonitis on (B)(6) 2024. There was no information available that pertained to the peritonitis event. The patient was very upset about the new change to the liberty cycler set tubing length and how disconnect multiple times during the treatment to utilize the bathroom. The cm stated that they have not determined if the patient disconnecting during the treatment is the cause of the patient¿s peritonitis event. There was no additional information available.

Event description:
A nurse reported that a peritoneal dialysis (pd) patient went to the dialysis clinic with symptoms of peritonitis (unspecified). The patient voiced complaints about the new liberty cycler set tubing length being shorter. Patient was unable to reach the bathroom during treatment causing the patient to have to disconnect to use the toilet. Additional information was obtained through follow-up with the clinical manager (cm). The patient reported having peritonitis on (B)(6) 2024. There was no information available that pertained to the peritonitis event. The patient was very upset about the new change to the liberty cycler set tubing length and how disconnect multiple times during the treatment to utilize the bathroom. The cm stated that they have not determined if the patient disconnecting during the treatment is the cause of the patient¿s peritonitis event. There was no additional information available.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of reported peritonitis. However, there is no documentation to show a causal relationship between the adverse event and use of the liberty select cycler and cycler set. Although the patient was voicing concerns over the new shorter tubing length on the cycler set causing him to have to disconnect to use the bathroom during treatment, it was not confirmed by the clinic that this was the cause of the peritonitis event. Although no information was provided related to culture results or the determined cause of the reported peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.